Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator delivered inappropriate shock and anti-tachycardia pacing for a supra-ventricular tachycardia with a rapid ventricular response. The device will continue to be monitored. The patient was stable and asymptomatic.